Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported that the cuff on the portex bivona inner cannula leaked. No documented patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned for evaluation. Visual inspection found the device was in used condition and had a brownish discoloration on the neck strap and on the shaft. There was a small straight 0.5mm cut on the cuff. Functional testing involved an inflation test and showed that the cuff inflated and deflated immediately. A system leak test showed that bubbles formed from the site of the cut that observed during visual inspection. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed inspection prior to shipment. Based on the evidence, the root cause of the reported issue was unable to be determined. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was reported that the cuff had ruptured.